Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured ten times before it was removed from the patient for not being able to maintain proper positioning. A new 27mm wds was then prepped and inserted into the patient. The closure device was deployed in the patient but was no longer visualize on transesophageal echocardiogram (tee). The closure device was deployed in a much deeper location compared to previous attempts. The patients blood pressure dropped, and tee imaging showed that there was a pericardial effusion with cardiac tamponade. All devices were removed from the patient and the physician performed a pericardiocentesis. 1200cc of blood was removed and the patient received a transfusion of whole blood and blood products. The patient's hemodynamics improved and became stable. The pericardial drain was left in place and the patient remained intubated before being transferred to the ICU for further close monitoring. There were no other complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
The device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured ten times before it was removed from the patient for not being able to maintain proper positioning. A new 27mm wds was then prepped and inserted into the patient. The closure device was deployed in the patient but was no longer visualize on transesophageal echocardiogram (tee). The closure device was deployed in a much deeper location compared to previous attempts. The patients blood pressure dropped, and tee imaging showed that there was a pericardial effusion with cardiac tamponade. All devices were removed from the patient and the physician performed a pericardiocentesis. 1200cc of blood was removed and the patient received a transfusion of whole blood and blood products. The patients hemodynamics improved and became stable. The pericardial drain was left in place and the patient remained intubated before being transferred to the ICU for further close monitoring. There were no other complications that were reported to have occurred as a result of this event.